Event description:
New information reported that the patient presented for a follow up in clinic. The right ventricular lead continued to exhibit noise and was noted to have high capture threshold. The device therapies were turned off and the patient was wearing a life vest. The lead was explanted on (B)(6) 2017. Externalized conductor was seen on the lead post extraction. The patient was stable post procedure.

Manufacturer narrative:
External abrasion breaching the outer insulation and exposing the outer coil was noted 8.2 - 8.3 cm from the connector pin, consistent with friction to the device can. External abrasion breaching the outer insulation and exposing the outer coil was noted 42.8 ¿ 43.3 cm, 43.6 ¿ 43.9 cm, and 44.1 - 44.3 cm from the distal tip, consistent with friction to the device can. Internal insulation abrasion was noted at 8.4-9.0 cm and 9.4-11.1 cm from the distal tip. The etfe coating was intact at these locations. Other damages found were sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient's right ventricular lead exhibited noise. The noise was reproducible via isometrics; there were no other electrical anomalies. No intervention has been performed. The patient was asymptomatic and will continue to be monitored.